Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abg ii modular neck. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
The patient is experiencing groin pain. The following measurements were recorded at 6 months since index surgery: cobalt 1.4; chromium - 0.1; esr - 1; crp - 0.1. Further follow up is planned for this patient.

Event description:
The patient is experiencing groin pain. The following measurements were recorded at 6 months since index surgery: cobalt 1.4; chromium - 0.1; esr - 1; crp - 0.1. Further follow up is planned for this patient. Additional information received on 2/15/2017: patient had a right hip revision on (B)(6) 2015.

Manufacturer narrative:
An event regarding pain involving an unknown abgii modular device was reported. The event was confirmed. Similar events have occurred for the abgii modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall.

Event description:
The patient is experiencing groin pain. The following measurements were recorded at 6 months since index surgery: cobalt 1.4; chromium - 0.1; esr - 1; crp - 0.1. Further follow up is planned for this patient.